Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33, lot# j0511602v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-33, lot# j0511513v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The consumer reported there was stimulation in an undesired location. The patient's doctor said the implantable neurostimulator (ins) was protruding and it needed to be replaced. The patient had an appointment with pain management on (B)(6) 2015. The patient started feeling like she had to go to the bathroom. The patient went to the bathroom, but it did not help. The patient was getting a dull sensation down her leg. She did not feel it was from her ins. The patient turned off her ins and the pain got worse. The patient thought the ins may have moved. The patient checked the ins with the patient programmer (pp), which showed that stimulation was on. Symptoms reported included pain in the patient's leg. The indication for use was lumbar radiculopathy. No interventions or outcomes were reported regarding this event. If additional information is received, a follow-up report will be sent.